Event description:
The nurse reported that the central nurse's station (cns) 3 out of the 4 monitors went black. Tech support (ts) had her locate the cns tower, they have two of them and one of them had lights on it and the other one had no lights on it. Ts had her try and power on the one without lights, but nothing happened. Then they had her try and find the power cord to move it to a different power outlet, but she could not locate the power cord. Therefore, tech support (ts) asked her to involve biomed to look at the cns because it seems that no power is going to it. Qa contacted the nurse, but they have been unresponsive. The biomedical engineer (bme) responded back and stated that they do not have a cns with serial number (B)(6) and would not be able to assist with any information due to that. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the nurse reported that the central nurse's station (cns) 3 out of the 4 monitors went black. Tech support (ts) had her locate the cns tower, they have two of them and one of them had lights on it and the other one had no lights on it. Ts had her try and power on the one without lights, but nothing happened. Then they had her try and find the power cord to move it to a different power outlet, but she could not locate the power cord. Therefore, tech support (ts) asked her to involve biomed to look at the cns because it seems that no power is going to it. Qa contacted the nurse, but they have been unresponsive. The biomedical engineer (bme) responded back and stated that they do not have a cns with serial number (B)(6) and would not be able to assist with any information due to that. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Investigation conclusion: based on the available information, a definitive root cause could not be identified. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. The causes of each are discussed below. Power loss when the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. Bedside monitors would not be able to connect to cns during an unexpected shutdown of the cns. Cns would need to be rebooted and would need to reconnect to the network. Bedside monitors would be able to connect to the cns, once the cns is back on the network. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 - b7 d4 serial number d10: concomitant medical device h4 device manufacture date attempt #1 12/28/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/06/2022 emailed customer via microsoft outlook for all items under the no information section. The biomedical engineer (bme) responded back and stated that they do not have a cns with serial number (B)(6) and would not be able to assist with any information due to that. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) 3 out of the 4 monitors went black. Tech support (ts) had her locate the cns tower, they have two of them and one of them had lights on it and the other one had no lights on it. Ts had her try and power on the one without lights, but nothing happened. Then they had her try and find the power cord to move it to a different power outlet, but she could not locate the power cord. Therefore, tech support (ts) asked her to involve biomed to look at the cns because it seems that no power is going to it. Qa contacted the nurse, but they have been unresponsive. The biomedical engineer (bme) responded back and stated that they do not have a cns with serial number (B)(4) and would not be able to assist with any information due to that. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.the following fields are not applicable (na) to the MDR report:b2 d4 lot number & expiration d6a - d6bd7bf1 - f14g4 device bla numberg5g7 h2 h7 h9the following fields contain no information (ni), as attempts to obtain information were made, but not provided:a2 - a6b6 - b7d4 serial numberd10: concomitant medical deviceh4 device manufacture dateattempt #112/28/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received.attempt #201/06/2022 emailed customer via microsoft outlook for all items under the no information section. The biomedical engineer (bme) responded back and stated that they do not have a cns with serial number 823 and would not be able to assist with any information due to that.

Event description:
The nurse reported that the central nurse's station (cns) 3 out of the 4 monitors went black. Tech support (ts) had her locate the cns tower, they have two of them and one of them had lights on it and the other one had no lights on it. Ts had her try and power on the one without lights, but nothing happened. Then they had her try and find the power cord to move it to a different power outlet, but she could not locate the power cord. Therefore, tech support (ts) asked her to involve biomed to look at the cns because it seems that no power is going to it. Qa contacted the nurse, but they have been unresponsive. The biomedical engineer (bme) responded back and stated that they do not have a cns with serial number (B)(4) and would not be able to assist with any information due to that. No patient harm was reported.